Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered multiple dislocations of the hip-replacement device after the initial hip replacement surgery and underwent two additional revision surgeries.